Manufacturer narrative:
On 26-may-2025, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal pin on the hand piece in my face [face injury]. Brush heads on my oral-b hand piece are no longer staying securely attached...fall off [device breakage]. Brush heads [...] Come loose - oral-b [device connection issue]. The upper, white plastic holder on the hand piece is very worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail reported that the upper white plastic holder on the oral-b toothbrush hand piece, type 3765 was worn down and the brush heads no longer stayed securely attached, came loose mid-brushing, and the metal pin was in their face. No serious injury was reported. On 24-feb-2025, follow-up via e-mail: the suspect product lot number was bb608051731. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Metal pin on the hand piece in my face [face injury]. Brush heads on my oral-b hand piece are no longer staying securely attached, fall off [device breakage]. Brush heads come loose - oral-b [device connection issue]. The upper, white plastic holder on the hand piece is very worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail reported that the upper white plastic holder on the oral-b toothbrush hand piece, type 3765 was worn down and the brush heads no longer stayed securely attached, came loose mid-brushing, and the metal pin was in their face. No serious injury was reported. 24-feb-2025 follow-up via e-mail: the suspect product lot number was bb608051731. No serious injury was reported.